Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specifications. No low battery alerts noted. Unit passed selftest, restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime, system sensor test due to faulty force system sensor . Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call that the batteries in the insulin pump do not last more than 2 or 3 days and a low battery alarm was received. The customer's blood glucose reading was unknown at the time of incident. Customer was unable to troubleshoot and call was disconnected.